Manufacturer narrative:
The reported events were insulation damage and noise resulting in oversensing. As received, a partial lead was returned in two pieces. The reported event of insulation damage was confirmed. Visual examination found an external insulation abrasion breaching the optim sheath with intact silicone insulation beneath proximal to suture tie impression. The cause of insulation damage was due to external insulation abrasion which is consistent with friction to device can. The reported event of noise resulting in oversensing was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
During an in-clinic follow-up, noise resulting in oversensing was observed on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. During the procedure, insulation damage was visually confirmed on the rv lead. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that insulation damage was observed on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. During the procedure, insulation damage was visually confirmed on the rv lead. The patient was in stable condition.